Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, frame node overlap to node 4 was identified via fluoroscopy, constituting a misload. Subsequently, the valve was reloaded, and frame node overlap up to node 2.5 was observed. Indention in the outflow of the valve was observed, and it was noted that it could not be confirmed if the paddle was out of the pocket. Subsequently, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. Upon advancement of the delivery catheter system (dcs) to the ascending aorta, the outflow indention could not be seen. Upon the first deployment attempt, the valve dislodged as soon as annular contact was made. Subsequently, the valve was recaptured into the dcs. Upon the second deployment attempt, the valve was positioned at 6 millimeters (mm) on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), which was considered an unacceptable deployment depth. Subsequently, the valve was recaptured a second time. Upon the t hird deployment attempt, the valve was once again positioned at 6 mm on the ncc and 8 mm on the lcc. A third recapture attempt was initiated, however the valve became unattached from the dcs. As the valve was unable to be recaptured, it was fully deployed successfully at a depth of 6 mm on the ncc and 8 mm on the lcc.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: {(B)(6)2026}, explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.